Manufacturer narrative:
According to our records, this device remains implanted. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device was unable to be interrogated and no magnet response when magnet was applied. There were no adverse patient effects reported. A request for additional information was sent.